Event description:
Per the clinic, the patient experienced skin breakdown at implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2026. There are plans to reimplant the patient with another cochlear device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.